Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an interrogation, the implantable pulse generator (ipg) had a measurement lock up elective replacement indicator (eri). The eri was able to be cleared and battery voltage remained within normal and battery estimate gave expected measurement. The device remains in use. No patient complications have been reported as a result of this event.